Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that the patient experienced hyperglycemia with a blood glucose up to 340 mg/dl with polydipsia associated with an alleged tactile change/unresponsive issue. Reportedly the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes managements. The reported stated that the patient self-treated with insulin via injection. During troubleshooting with customer technical support (cts) the reporter mentioned that the ok, up and down arrow buttons were under responsive to user presses and caused an under delivery of insulin. This alleged bg excursion does not meet the criteria for a serious injury. The complaint is being reported because the alleged keypad response issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/20/2017 with the following findings: on examination, the bottom of the keypad cover was lifted up. During testing, all the keypad buttons were under responsive. The keypad cover was removed for investigation and revealed contamination on the contacts of all the keypad buttons. Investigation duplicated the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked.